Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during bolus delivery. Reportedly, the customer's blood glucose level was 300 mg/dl. It was indicated that the customer was able to load a cartridge successfully and administer a correction bolus to address blood glucose level.